Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with implant of ventralight st using echo ps (device #1). Per operative notes, ¿a piece of colon was trapped in periumbilical mesh and the colon was taken. The hernia defect was identified and reduced. A ventralight st using echo ps (device #1) was placed and tacked.¿ (note: the previous mesh was unknown) (B)(6) 2019 - patient was diagnosed with recurrent ventral hernia thereby underwent robotic assisted repair with excision of mesh (device #1) and implant of ventralight st using echo ps (device #2). Per operative notes, ¿the omentum and small bowel were adherent to old mesh was taken down. The old mesh was not incorporated, stretched and traveling to the defect. The old mesh was removed entirely. The hernia defect was identified and repaired with ventralight st using echo ps (device #2).¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the 510k number. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2014) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.